Event description:
A device report from (B)(4) indicates a hosp in (B)(6) reported: patient was implanted construct on (B)(6) 2012, levels unk. Pt returned to surgeon on an unk date and it was discovered a mirs locking cap was loose. Pt was returned to operating room for a revision on an unk date. Surgeon tightened the loose screw, product was not explanted. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.